Event description:
It was reported on an unknown date that the patient was implanted with a matrix construct in the posterior lumbar region at l3-s1. On (B)(6) 2014 for an unknown reason the patient returned to the operating room for removal of matrix locking caps (l3-s1) .the locking caps (7 of 8 caps, levels unspecified) were difficult to remove and loosen. No hardware was implanted back into the patient. The surgeon had difficulty with 4 t-handle screwdrivers, 2 t-handles, and 1 screwdriver breaking and/or twisting during the procedure resulting in a surgery delay of approximately 45 minutes. All broken parts of the handles were retrieved, no locking caps broke, and the outcome was good. This report is for a screwdriver that the distal end broke off this is report 11 of 12 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Dates were originally reported in error as (B)(6) 2014. The correct date for these fields is (B)(6) 2014. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that due to an unknown cause, ¿2 t-handles¿broke during the procedure which resulted in a surgery delay of approximately 45 minutes. All parts of the handles were retrieved.¿ the supplier stated that ¿the thread minor of the ¼-28-2a of the adaptor shaft sheared at the weld joint in the back of the ratcheting mechanism.¿ the supplier concluded, ¿at assembly, the instrument is torqued to 15nm in both directions to ensure that the master bond and weld joint does not fail. It is presumed then that more than 15nm was applied to the instrument.¿ based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. A device history review was conducted. The report indicates that (B)(4) manufactured the ratchet t-handle 6mm qc, p/n 03.632.090, and lot number 6488387 on po (B)(4) dated december 20, 2010. Initially, the part conformed to the certificate of compliance (dated december 16, 2010 for (B)(4) pieces) and was inspected and conformed to the synthes incoming final inspection sheet #ns035663, revision ¿b¿ ((B)(4) parts conforming). The (B)(4) conforming parts were released to the warehouse december 27, 2010. Ncr #(B)(4) was issued on december 21, 2010 for inspection failure: (B)(4) parts failed function test (less than minimum torque). Three failure parts were returned to supplier and the ncr was closed december 22, 2010. Three parts were reworked by supplier per approved rework es0364 revision ¿e¿. These parts conformed to the certificate of compliance, dated january 27, 2011, and inspected and conformed to the synthes incoming final inspection sheet #ns035663, revision ¿b¿. The parts were released to the warehouse february 1, 2011. The ratchet t-handle 6mm qc was made to the synthes drawing p/n 03.632.090, revision ¿a¿, released on february 26, 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.